Event description:
The patient was undergoing bilateral immediate breast reconstruction following bilateral mastectomies. The surgeon inserted a tissue expander and was unable to fill it as it was described as adhering to itself and would not inflate." This tissue expander was removed and a second tissue expander was immediately and successfully placed. After placement the tissue expander was filled and the incision was closed and the surgery concluded.